Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a sterile repeater pump tube set broke. The issue occurred when the pharmacist was attempting to puncture the 1000 ml normal saline bag in the port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the device image was performed which revealed a damaged tubing connector (spike). The reported condition of broken tubing was not verified, however, a damaged tubing spike was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.